Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the atrial lead was discovered to be dislodged and was confirmed via x-ray. The lead was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal; no anomalies were found.